Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, (B)(6) 2014, 694758 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately seven months after a system upgrade the patient became septic. The leads were explanted and a temporary pacing lead was placed in the right internal jugular and connected to the device. The patient underwent antibiotic treatment for a week and then the temporary lead and chronic implantable cardioverter defibrillator (ICD) were explanted and a new system was implanted. No further patient complications have been reported as a result of this event.